Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The computer was returned to the manufacturer for analysis. Functional testing found that the computer was able to boot up but would then start power cycling.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system displayed "no input detected" on the screen. The site had rebooted the system 3-4 times before the manufacturer representative (clinical specialist, cs) arrived to assist. When the cs got there, the monitor had come back on, but when she rebooted the system again the no input message reappeared. The cs checked the cables into the back of the monitor and confirmed they were seated tight. Technical services (ts) requested that the cs confirm the monitor cable was plugged into the left port on the back of the computer and the connection was tight. Cycled power again on the system and the no input did not resolve. There was no patient present.